Manufacturer narrative:
(B)(4). The customer reported that the display on the device was blank. Philips assisted the customer over the phone with localizing the problem to a blown fuse on the control pca due to a bad keyscan pca. The customer ordered a replacement control pca and keyscan pca. We are considering this a malfunction of the keyscan pca.

Event description:
The customer reported that the display on the device was blank.